Event description:
It was reported that during use of the device for a pre-cardiopulmonary bypass procedure, the central control monitor (ccm) displayed the message: "system computer needs service". The device was not changed out, as the customer used local controls. The surgical procedure was completed successfully, and there were no delays, blood loss or no adverse consequences to the pt. Per clinical review of (B)(6) 2013 by (B)(6): the system booted up without issue and the perfusionist (ccp) was able to select a perfusion screen. During set-up and prime, the central control monitor (ccm) froze and the ccp powered down the system-1 and re-booted. On re-boot, there was a start-up message of "system computer needs service". Ccp again powered down the system-1 and re-booted and again a start-up message was displayed "system computer needs service". The ccp was not able to select a perfusion screen and not able to get past the start-up screen. Refer to (B)(4) / MDR #1828100-2013-01015 for this complaint. They have a back-up system-1 and they removed the ccm from the back-up and connected it to this system-1. On power-up, they observed question marks (?) On the ccm. They disconnected the ccm cable and connected it to the other side (other nic panel) of system-1 and again they had question marks (?) On the ccm. The pt was in the operating room and anesthetized. The cardiovascular (cv) surgeon had already performed the sternotomy and was isolating and preparing the internal mammary artery (ima) in preparation for coronary artery bypass surgery. This was in the pre-cardiopulmonary bypass (cpb) phase of the procedure. The ccp spoke to me (clinical support) that morning about this incident and asked what his options were in using the system for the procedure. He mentioned in the call that both ccms had an issue and I stated to him that he could use the manual, local controls for flow. He mentioned that he was not able to measure (display) flow on the local display of the sarns centrifugal control unit. I told the ccp that was due to the fact that a perfusion screen was not able to be opened and thus the flow module was off-line. The centrifugal motor pump speed (rpm) was displayed. I asked the ccp if he had a stand-alone centrifugal system in the hospital and he replied that they had a medtronic biomedicus system. I mentioned to the ccp that he could cut-in a medtronic flow probe into his arterial line tubing and this would allow for blood flow monitoring. The ccp said he considered that option, but elected to use revolutions per minute (rpm), arterial line circuit pressure, pt blood pressure, and saturated venous oxygen (svo2) as indicators of adequate arterial blood flow. I also mentioned to the ccp, that since the ccm was not functional and a perfusion screen was not able to be opened, they would have no safety systems available for the procedure and no timers, temps, and pressures would be available for the procedure. The ccp stated that temperatures were measured on the pt bedside monitor and clocks in the operating room were used for timing events. There were no manometers used for circuit pressures, according to the ccp. According to the ccp, the system-1 was used with local controls only and the procedure was completed successfully. There was no delay in the procedure, and no associated blood loss. There was no observed harm and the pt was transferred to the ICU after the procedure per normal practice. The pt was awake, alert, and responding to commands within a few hours of the surgical procedure.

Manufacturer narrative:
This is related to MDR #1828100-2013-01015 (same case, different central control monitor (ccm)) and MDR #1828100-2013-01074.